Event description:
The international customer reported the ventilator would not power on. The manufacturer's field service engineer (fse) reported the complaint description was wrongly logged by customer. Actual issue was ventilator settings not properly set up by user. There were no errors and no parts replaced. Customer reported the device was not in use on a patient therefore there was no patient involvement or harm.

Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending